Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: on 16mar2020, it was reported that a coda lp balloon catheter (coda-2-9.0-35-120-32, product lot: 10217433) burst longitudinally at less than its maximum volume (busted at approximately 15-18ml with a 30ml syringe) upon first dilatation in the main body's proximal neck. There were no reported patient anatomy concerns for inflation. The graft system deployed during an endovascular aneurysm repair which included medtronic's endurant 25-16-124 and endurant 16-13-124. Another balloon catheter was used to complete the procedure. There have been no adverse effects experienced by the patient reported. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device, as well as an interview of internal personnel, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, multiple non-dated CT scans were provided and sent for expert image review. Findings of the review confirmed the presence of a complete iliac let thrombus occlusion of the right, ipsilateral leg. The right leg graft was found 11 mm above the flow divider, whereas the left leg was in line with the flow divider. Calcification at the distal right leg appeared to be causing graft deflection and moderate lumen narrowing. Cook has concluded that the subject device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (10217433) revealed no recorded non-conformances relevant to the failure mode. Cook has concluded that the available information suggests that there is no evidence of nonconforming product existing either in house or in field. Cook also reviewed product labeling. The product labeling, including the same label provided with the work order documentation and instructions for use (IFU), t_codalp_rev3, includes the following information in regards to the reported failure mode: ¿the intended use of the device is for temporary occlusion of large vessels, or to expand vascular prostheses. The maximum volume used to inflate the balloon used during the procedure, is noted in the IFU as being 30 cc (ml) for which the diameter would be 32 mm. Exceeding this maximum inflation volume is warned against in the IFU.¿ based on the information provided, no device returned, and the results of the investigation, a definitive root cause for this event was unable to be established. There was no indication that the customer used the device in such a way that contributed to the event. Additionally, there is no evidence that the patient's anatomy presented concerns that could pose hazardous for the balloon to be inflated in. Although the device was not returned, there are no inconsistencies in documentation or evidence to suggest the device was manufactured outside of specifications. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant products: non-cook: medtronic endurant 25-16-124; medtronic endurant 16-13-124. Replacement device: cook coda-2-9.0-35-120-32/ lot 10184416. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a coda lp balloon catheter ruptured during use in an evar procedure. The device was used for "balloon touch up" in the proximal neck of the main body following the placement of two competitor grafts. A 30 ml syringe was used to inflate the balloon. However, during the first dilation in the main body graft, the balloon ruptured longitudinally when the volume reached approximately 15-18 ml. A new device was used to complete the procedure. No adverse effects to the patient have been reported.